Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a pen ndl 31ga 8mm 100 bx 1200 la was difficult to prime. The following was reported, " when removing the seal and trying to perform the application, the needle is clogged. Customer mentions that this defect occurred in 40/50 needles of the batch. Material used for insulin application. The consumer did not notice any apparent deviation in the needle and performs the flow test prior to use".